Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Nurse practitioner. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. An allied health professional (ahp) called into technical services with questions regarding multiple remote transmissions from the patients implantable cardioverter defibrillator (ICD). Information received on the remote transmissions were reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead exhibited t- wave oversensing (twos) post ventricular sense (vs) and had triggered a lead integrity alert (lia) with high rate non-sustained episodes and increased sensing integrity counter (sic). There was noted onset of arrhythmia where twos post-vs was being detected as ventricular fibrillation (vf) sensing on the device resulting in an inappropriate therapy. It was also identified that the patient¿s morphology during twos seemed very different from patient's typical intrinsic morphology. The patient's intrinsic events and twos appear to contribute to the rv lead integrity alert and stored episodes show continued degradation of ventricular ectopy. Follow up was conducted with the original ahp caller. It was verified that the patient had passed. Ahp indicated that the patient¿s rhythm had gone pulseless electrical activity (pea) and the device was pacing at the programmed lower rate.